Manufacturer narrative:
The customer's report was observed during evaluation of the device. The calibration file on the smart pneumatic module board was corrupted. The smart pneumatic module board was rewritten and the calibration was performed to resolve the report. Unable to confirm how the file was corrupted. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed an "off set self check failure-1176" message. Complainant indicated that there was no patient involvement in the reported malfunction.